Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received nine inappropriate shocks due to at/af with atrial undersensing, which lead the device to inappropriately classify the patient's arrhythmia. The device was reprogrammed, and the device and lead remain in use. No further patient complications have been reported as a result of this event.